Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user asked how to know if there is a bent or blocked cannula. The user was a experience a hyperglycemic event of 300 mg/dl blood glucose (bg). He stated he made the meal announcement later than normal and that he is stressed about cortisol dump during the day contributing to elevated bg after the meal. The patient reported bg has slowly decreased to 203 mg/dl. The agent provided more information on trends and insulin obstruction, and the patient verbalized understanding. The patient was using convatec inset (23", 6mm). He did not report experiencing any symptoms during this event.